Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. The DHR review was not possible since the lot number of the product was not provided. The root cause cannot be determined. The reported complaint is unconfirmed. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr (B)(4) and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(6), director of regulatory programs, office of product evaluation and quality and (B)(6), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
The device is not expected to be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report no.: 1121308-2019-00059.

Event description:
This is 2 of 2 reports. It was reported that during presentations at a (B)(6) for brain surgery, when the doctor was consulted on (B)(6) 2019 for 2 cases, that the d4501i duragen 4x5 1 pack ce was used. The event occurred around (B)(6) 2019, but it did not result in deaths. The two cases of paid use, formal recruitment application procedure and case archive. The two subjects had cerebrospinal fluid reservoirs and informed that the atmosphere of the venue was problematic because it was impossible to do tenting. The first case reported a delayed epidural edema using a collagen matrix . Second case, duragen artificial dura mater in decompression craniotomy hematoma removal for acute subdural hematoma, it seemed to be a case of extracerebral fluid retention after cranioplasty. Confirmed at the 140th annual meeting of the (B)(6) academic meeting. Additional information has been requested.